Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose readings. The blood glucose reading was 154 mg/dl at the time of the call. Troubleshooting revealed that the programming was correct except for the time being one hour slow. Also, there were some inconsistencies with the alarm, prime, bolus and daily totals histories. The displacement test was performed and the insulin pump passed the test.